Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy board pcb assembly which resolved the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The removed therapy board pcb assembly was further evaluated and it was observed that integrated circuit, designator u40, was inoperative and caused the device to give an "abnormal energy delivered" message when shocking into the defibrillation analyzer and no negative portion of the biphasic waveform.

Event description:
The customer contacted physio-control to report that the service indicator is illuminated on their device. Upon evaluation of the customer's device, physio control observed that the device was delivering monophasic energy and displayed an "abnormal energy delivery" message. There was no patient use associated with the reported event.